Event description:
The consumer's husband was pushing her down the street, when a wheel allegedly fell off. The wheelchair was a rental. It is not known which wheel allegedly fell off. No details of the alleged injury are known at this time.

Manufacturer narrative:
This is an update to the 3500a to reflect that the manufacturer is actually unknown instead of being (B)(4).